Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips were scissoring. Unk at what firing the clips started to scissor. Suturing was used to complete the case with no pt consequence.